Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for lead extraction, linear rise in capture threshold and pacing lead impedance was observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable.